Event description:
Related manufacturer report number: 2916596-2020-06526.

Manufacturer narrative:
Section a2: correction. Section d10, h3: additional information. Manufacturer's investigation conclusion: the hm3 system controller, serial (B)(6), was returned for analysis with a damage on front interface. The damage on front interface was a cosmetic damage that did not affect the functionality of the controller and was determined to be normal wear and tear. The reported event of a blank display while the controller had an audible alarm was not confirmed. The downloaded log file spanned approximately 6 days ((B)(6) 2020 per the timestamp). The driveline was disconnected on (B)(6) 2020 at 23:35 for a controller exchange. The controller was briefly powered on without connecting the driveline. There was no notable alarm related to the controller. The returned hm3 system controller, serial (B)(6), was functionally tested and passed without any issue. The controller was connected to a mock circulatory loop for an extended period of time without alarming. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 01sep2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was alarming but the display was blank. The controller was exchanged.